Event description:
A 6mm diameter * 17mm length medtronic ave billary stent was inserted into the superior mesentric artery. The target lesion was preilated with a 1.5mm diameter pta balloon, after much difficulty in geeting across the lesion. An attempt has been made to get to the target lesion with a 7mm diametermedtronic ave billary stent, unsuccessfully. After insertion of the 6mm diameter stent, it was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back to the femoral sheath. Upon removal into the sheath, the stent dislodged form the stent delivery system. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the sheath. The physician stated that he "didn't think the stent was going to be able to cross the lesion, but there was slight chance he might get lucky." The stent remains within the patient's arterial vasculature and the patient went tosurgery for endarterectomy of the superior mesenteric artery. There was additional clinical sequelae reported relative to the event.